Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one of the spikes broke off the instrument.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the returned device found that the long spike had cleanly broken off at its base. The top and inferior surfaces of the impacting button were damaged. Dimensional evaluation found that the diameters of the impacting button and its shaft were within specification. Hardness evaluation found that the hardness was also within specification. The broken spike was not returned. The device history records for lot 61954879 and the receiving inspection report for lot 80491526 were reviewed with no deviations or anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of this instrument. This failure mode has been previously investigated and despite design changes made to mitigate the issue, the fracture of the spike has still occurred and has been attributed to several factors including off-axis impaction and/or degradation of the material properties due to age and use. The present device was part of the new design per the package insert, end of life is normally determined by wear and damage due to use. A definitive root cause cannot be determined with the information provided.